Manufacturer narrative:
New information added to the following fields: h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The unit is over 8 years old and thus exceeds the expected service life (5 years) of this item. Although this failure applies specifically to a subsequently changed item (the tire on a replacement castor), the castor however, has been in service since 2017 and thus would still be considered wear and tear. Additionally, there was mention that previously the workstation had been "inspected and repaired by 3rd party distributor." Which calls into doubt the originality of the part and if it belongs to olympus as well as the unknown competence of the fitting. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Assuming the part is an olympus device and based on the results of the investigation, the root cause can be attributed to wear and tear accrued during the life of the unit. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the right back non-braked antistatic wheel of the workstation was damaged on the tread. There were no reports of patient involvement.